Event description:
Follow up revealed that the patient underwent surgery to have a new ipg implanted on (B)(6) 2018. Effective therapy was restored post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s ipg became superficial. As a result, the patient underwent surgical intervention wherein the ipg was explanted. Reportedly, the physician cleaned the site where the ipg had become superficial. Another surgical intervention is pending to replace and relocate the ipg.